Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation showed that the reported error was not a malfunction of the system, but an individual work error of the service technician. According to the investigation, after service activities of the previous day, the engineer had not completed system configuration according to the requirements of the adjustment instructions, which resulted in the improperly configured system not being able to register a patient. The system had detected the inconsistent configuration and consequently switched to bypass mode, which is intended to ensure that a patient exam only occurs with correct parameters. Following remote technical support as well as proper parameters configuration according to the instructions, the system was brought back to specifications. Any systematic error could not be determined by the investigation, especially since the adjustment instructions were checked again and found to be suitable. No further measures are necessary.